Event description:
The complaint is classified based upon information the patient/lay person gave to a customer care advocate in 2008. The patient called several hours after the alleged issue of his one touch ultra powering off during use. On 04/08/08, the patient first experienced the issue between 7 and 8 a.m. On the same day, in the morning (time not provided), the patient experienced the issue again. The patient took his usual dose of 10 units humalog and possibly his 40 units lantus. After the issue began, the patient felt shaky and ate between 8:30 and 9:00 a.m. The patient did not receive medical intervention from an hcp. The complaint is classified as an adverse event as the patient alleged he had symptoms that can be associated with severe hypoglycemia after the issue began. Apparently, the patient had not changed the battery per the owner's manual and did not have a battery to troubleshoot.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.